Event description:
On (B)(6) 2013, the reporter contacted animas, alleging an unspecified keypad issue. No details were provided about the issue. There was no reported adverse event associated with this complaint. This complaint is being reported because the alleged issue was not resolved with troubleshooting.

Manufacturer narrative:
The products have not yet been returned. If the product(s) are returned, anm will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up # 1 date of submission 09/11/2013-device evaluation: the pump has been returned and evaluated by product analysis on 08/22/2013 with the following findings:animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. No damage was observed to the pump keypad cover. During testing, the up arrow, down arrow, and contrast keypad buttons were intermittently unresponsive and required multiple presses to engage; the ok keypad button responded properly. The keypad cover was removed and contamination was found under all key contacts.